Manufacturer narrative:
Patient country: united states. Patient city: (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set was not sticking after showering anymore on 20-jun-2024. No further information available.